Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt dizziness and presented in the emergency room. The right ventricular lead exhibited loss of capture and the patient became symptomatic with dizziness. Upon interrogation, high capture was observed. The lead was capped and replaced on (B)(6) 2020. The patient was device dependent and was stable before, during and after the procedure.